Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿. The patient then developed an infection in the injection area. The patient has previously had the varicella virus, and it is suspected this is the cause of the current infection. No treatment has been provided at this time.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.